Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. Additionally it was found that the dso seal was degraded. Battery compartment and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump has a missing battery compartment latch lock slot. Fault was found during testing and there was no patient involvement or adverse event.